Manufacturer narrative:
(B)(4). Batch # p5652h. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present. After further analysis on the cartridge found that the swing tab was missing with both gripping surfaces broken off making the reload nonfunctional. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Although no conclusion could be reach on what caused the swing tab to become broken and the damaged on the gripping surfaces, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab / gripping surfaces and not allowing the device to fire.it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the radical gastrectomy for gastric cancer, could not fire as safety lockout. Another like product was used to complete the procedure. There is no report on the patient's injury.